Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient required the low flow software on both of their system controllers due to right ventricular (rv) insufficiency that required the pump speed to be lowered. The low speed resulted in frequent low flow alarms. The clinical specialist then adjusted the low flow threshold to 2.0 lpms via low flow alarm threshold. The patient and clinical staff were given copies of the low flow alarm guides.

Manufacturer narrative:
Section b2 - outcomes attributed to adverse: corrected. Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed as no log files were submitted for review. Although a specific cause for the alarms could not conclusively be determined through this evaluation, the account communicated that the patient¿s right ventricular insufficiency required a low-speed setting, resulting in frequent low flow alarms. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right ventricular insufficiency could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 lvas. Section 1 also provides an explanation of pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿ (under ¿right heart failure¿), also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. Following software upgrades, the heartmate 3 lvas pocket guides to alarms for patients, rev. A, and clinicians, rev. A, explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.